Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was removing the bag and it broke upon removal; the contents fell into the patient. The gall stones and pieces of the bag were removed through the trocar. The surgeon had to expand the incision but no open procedure was required. The procedure was delayed thirty minutes. The device is being held in risk management due to they have filed a medwatch report. There was no patient consequence reported.